Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had a hole which caused a fluid loss. A surgical procedure was performed to remove and replace the aus. No patient complications were reported.